Manufacturer narrative:
This is one event (ill defined complaint) of two events reported and associated with MDR#s 1225714-2013, 1225714-2013-00508, 1225714-2013-00509.

Event description:
The plaintiff's attorney alleged the decedent experienced an (unk) complication with the dialysis treatment on (B)(6) 2010; subsequently experiencing a cardiovascular event and expiring on (B)(6) 2010, after use of the product.